Event description:
It was reported that during a laparoscopic lobectomy, it was observed that the device could not fire farther after fired a little. They used manual override lever to return the knife. Changed to a new one to complete the procdure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 1/19/2026 d4: batch #668d34. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? Yes 2. If yes, did the device deliver any staples? Yes 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Malformed 4. Were there staples missing from the staple line? No 6. Did the device cut? Yes 7. If yes, was the cut line complete? No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device psee60a lot number a9861m and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 668d34, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.